Event description:
On 28-may-2025 the user reported that on (B)(6) 2025, they experienced a hyperglycemic event while using the ilet insulin delivery system with a convatec inset 23", 6mm infusion set. The user reported blood glucose levels reaching approximately 600 mg/dl and presented to the emergency room (ER). According to the ER, the hyperglycemia was attributed to a bent cannula discovered after the infusion set base was removed. The user received intravenous insulin and saline and was admitted overnight. The user was discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system generated multiple insulin supply alarms indicating low and depleted insulin levels. A motor rewind and tubing fill were completed later that morning. A high glucose alarm (alarm 23) was triggered and persisted until early morning (B)(6) 2025. No system errors or malfunctions were found. Based on available data and user submission, the event was attributed to a bent cannula at the infusion set base, which impeded insulin delivery. This finding is consistent with previous investigations where bent cannulas have been identified as a contributing factor to insulin delivery interruption and subsequent hyperglycemia.